Event description:
Reporter alleged blood glucose measured 199 mg/dl at 9 am and customer did not take any insulin or food as a result however passed out. It was stated 911 was called and 40-45 minutes later their device measured 23 mg/dl so customer was treated with dextrose and a sodium chloride IV before being taken to the hosp. Reporter stated hosp measured 45 mg/dl so customer remained for 9 hours before being released. A request was made for the return of the suspect device and replacement product was sent.